Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a check valve failure during a secondary infusion of iron dextran, dosage and rate not provided. Although requested, additional information is not available; there was no patient harm.

Manufacturer narrative:
Concomitant products: 250ml IV bag of 0.9% sodium chloride injection lot: y201087 exp: november 2017 made by baxter; 100ml IV bag of na ferric gluconate in 0.9% lot: p343723 exp: june 2017; therapy date (B)(6) 2016. The customer's report of a check valve failure was confirmed. Visual inspection revealed no anomalies. Functional testing confirmed backflow from the secondary to the primary indicating a faulty check valve. Testing and disassembly of the check valve by the supplier resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the check valve failure was not identified. A particulate can cause a valve to remain open that allows backflow to occur. It is possible that a particulate that caused the backflow condition was washed away during testing or dissection.

Event description:
The customer reported a check valve failure during a secondary infusion of na ferric gluconate 125 mg. In 0.9% nacl 100 ml intended to run over 1 hour. Although requested, additional information is not available; there was no patient harm.